Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mom reported via phone call that customer was in emergency room and then hospitalized due to diabetic ketoacidosis on (B)(6) 2019 with blood glucose of 342 mg/dl. The customer experienced symptoms such as nausea, vomiting and abdominal pain. The customer's mom was assisted with troubleshooting and declined for diabetic ketoacidosis. The insulin pump will not be returned for analysis.